Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. (B)(4). The additional information was requested but was not available. The cause of the device migration is unknown. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to device migration, endoleak and reoperation.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment of a thoracic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. During the deployment, the tgmr404015j unintentionally moved distally. A proximal type I endoleak was observed, but it was decided to be monitored. Reportedly, it was planned to implant below lcca, but it eventually implanted below lsa because of migration. On unknown date at the follow-up, the computed tomography scan revealed the proximal type I endoleak has remained. On (B)(6) 2020, a reintervention took place whereby an additional stent graft was implanted proximally. It was confirmed that the proximal type I endoleak was resolved. The patient tolerated the procedure.